Manufacturer narrative:
The reported events of noise, sensing and capture problem were confirmed while the reported event of lead fracture could not be confirmed. Dimensional analysis of the connector boot identified an over-sized diameter in a section of the connector boot. Insertion test confirmed that the lead could not be fully inserted into the test connector sleeve. This may have contributed to the reported field events of noise, sensing and capture problem.

Event description:
Related manufacturer reference number: 2017865-2021-26042, related manufacturer reference number: 2017865-2021-26049, related manufacturer reference number: 2017865-2021-26051, related manufacturer reference number: 2017865-2021-26054. It was reported that a patient presented in clinic for a follow-up appointment. A chest x-ray was performed and it was found that the patient's implantable cardioverter defibrillator (ICD) had migrated downward dislodging the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead. The lv lead also had a loss of capture. The patient was asymptomatic. During procedure, the old lv lead was explanted for a new lv lead but the new lv lead had noise and failed to sense/capture leading physician to believe the new lv lead might be fractured. The new lv lead was not used and replaced. The ICD was explanted and replaced, the ra lead was repositioned and the rv lead was given more lead slack. The patient was stable throughout procedure.